Manufacturer narrative:
The company opened a CAPA to investigate late reporting issues. After a retrospective review, this complaint was found to be reportable to the us FDA and is therefore reported now.

Event description:
Reportedly, electrical issues were observed with the subject programmer. Moreover, it was reported that there was no programmer head, no power cord and no ECG cable.